Event description:
It was reported that a cartridge alarm occurred, identified as alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer's blood glucose level was within normal range. Technical support arranged for a pump replacement, and no further actions were required as all necessary support steps were completed.